Event description:
The male patient received two cypher select stents in the left anterior descending (lad) in 2007. Four hours after the procedure, at the time of sheath extraction, it was noted that the puncture site was still bleeding. The lab exam showed haematological dyscrasia. On approx four and a half months later, the pt had angina during exercise. Angiography was done and restenosis was found in the 2.25 x 33mm cypher stent. A re-pci was conducted. At the one year follow-up on the following month of the original month, the pt had angina.

Manufacturer narrative:
This device is distributed outside the united states: however it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Device history record review was conducted, and the product met quality requirements for product acceptance. Additional info will be submitted within thirty days upon receipt.